Manufacturer narrative:
This report is submitted on october 12, 2021.

Event description:
It was reported that the patient accidentally melted a battery charger. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.